Manufacturer narrative:
Customer's observation was not replicated in-house with retention product. Retention products were tested with hcg 25 miu/ml cutoff urine control and 3 high level of hcg urine controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Potential false negative urine hcg results were reported. The customer reported that the medical assistants are reporting that this is not the first time they have seen this scenario where patients think they are pregnant, the urine dip test comes back negative then the blood test is positive. There was no further patient information provided. Technical service specialist attempted to contact the customer by voicemail and email. No response has been received.